Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging coughing, sinus infection, headache and fatigue. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed that there were no signs of contamination on the outside of the device. The device was hooked up to a known good power supply and cord. Airflow, heating plate and heated tube were all verified to be operating correctly. The care orchestrator data showed that the patient had a compliance rating, and they used the humidifier. The error log showed that there were no instances of errors on the device. The internal investigation of the humidifier showed that there were no signs of contamination in the humidifier. The internal investigation showed that there were signs of contamination on the inlet port. There were also signs of water ingress in the blower box and on the blower motor and using the fitt tool, the sound abatement foam was depressed and when it was pulled out the foam was stuck, secondary findings water ingress and contamination on inlet port were observed. The manufacturer concludes that unable to address the complaint or symptoms. Manufacturer found evidence of sound abatement foam degradation or breakdown.